Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the replacement ins was placed in an existing pocket and the patient gained weight since the initial implant which caused the slight tilt. The patient thought they were between 290-300 pounds when the event happened. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient implant is not charging, patient said she waited too long to charge the device and let it die and now she is not able to start a charging session. The last day patient felt stimulation was sunday from this report. Troubleshooting was done, reposition antenna over ins. Patient is able to connect with programmer. Programmer is showing the ins battery is charge level is low and needs to be recharged. Troubleshooting resolved the issue. Patient was able to start a charge session successfully. During troubleshooting poor coupling screen was seen. Patient said was only able to get 1 coupling bar, which is normal and expected for her. Patient stated it is typically challenging for her to achieve good coupling due to the ins being implanted in a slight tilt. Patient was happy that she was able to start an ins charging session and she indicated she needs no further assistance with coupling issue. She will continue to charge on her own and has a routine for charging to improve coupling. No patient symptoms or complications were reported in this event.